Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for 2 units of ar-3770sp, hybrid knee fibertak® anchor (knotless and knotted), self-punching 2.6 mm, ve5, the anchor came loose after being inserted. Furthermore, the tip of the inserter eventually broke, rendering it unusable. The same events occurred with a total of two products during the same surgery (ar-3770sp lot:15477325 and 15473318). Since there was a possibility, the problem lied with the drill itself, they also reported the drill used in the surgery (ar-3710, knee fibertak® disposable kit with 2.6 mm drill and drill guide, lot:15492472). This was detected during use in a lhb procedure on (B)(6) 2026. The procedure was completed successfully using a 4.75mm swivelock product (product number and lot details unknown). No significant surgery delay reported. All of the fragments were removed and nothing remained in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient was unknown.